Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated. This does not meet the definition of a reportable event. Synthes is retracting medwatch report # 8030965-2013-02273. Placeholder.

Event description:
It was reported, during a hip procedure on (B)(6) 2013, battery casing would not connect with the battery. Another battery was utilized but the device would still not connect with the battery. It was also reported another device was used to complete the procedure with no adverse event to patient. This report is for a battery casing for battery power line. This is 1 of 1 device for this event reported on complaint (B)(4).